Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch#: x7050z. Additional information was requested and the following was obtained: "how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Clips just wouldn't fire, and it jammed them. No further information provided." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the package opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, sixteen (16) clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, device malfunctioned.